Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2016 by (B)(6) due to pain associated with mid urethral sling.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lysis of adhesions and left oophorectomy. It was also reported that following insertion the patient experienced urinary retention, inflammation, and urinary tract infection.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.